Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their implant battery went bad and the issue began probably in 2019 or 2020 or they didn't remember how long after the implant was implanted that they had issues. Patient stated when they had the implant implanted it was on all the time and it was a very low voltage. There were a couple leads back then that weren't working but they could still use the implant or it was functional. They knew the leads were bad and had been bad for a long time. The implant went bad right before covid and they needed to have the implant replaced as well as the leads that went bad. Patient couldn't deal with the pain with the implant not functioning. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 39565-65; lot/serial#: (B)(6); implanted: (B)(6) 2013; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65; serial/lot #: (B)(6), ubd: 03-may-2017; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.